Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. The severely bent cause the clip applier to not releasing clip. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large hem-o-lok applier instrument was not releasing the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.